Event description:
Following an implant procedure, there was a loss of capture and increased pacing lead impedance (pli) noted on the right ventricular (rv) lead. The lead was explanted and replaced, and during the replacement procedure there was insulation damage noted and externalized inner cables. The patient was stable following the procedure and suffered no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Short test failed due to procedural damage to the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of loss of capture, increased pacing lead impedance (pli), insulation damage and externalized inner cables were not confirmed.